Event description:
During an in clinic follow-up, the device was in backup vvi mode with no high voltage defibrillation therapy available. Abbott technical support was contacted and the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image revealed the device went into backup mode due to a power-on-reset (por). After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and no anomalies were observed. The backup operation could not be reproduced and the cause of the reported event could not be determined.